Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19sep2019. The service engineer inspected the device and reset cables and connections of the sensor printed circuit board and the ventilator passed all testing. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator had a high o2 alarm. No patient involvement.